Manufacturer narrative:
The investigation into delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition since insertion was aborted due to patient's anatomy. G.1 revised reporting contact email since the initial manufacturer device report was submitted in accordance with updated procedures.

Event description:
The complainant reported delivery issues with an impella cp. The procedure was aborted due to patient anatomy. The patient had severe diseased and calcified vascular disease in the femoral and iliac arteries. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use:impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states)¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention with automated impella controllersection: warnings & cautions: cautions¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿section: warnings & cautions: warnings¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿impella cp with smartassist system with automated impella controllersection: warnings & cautions: warningssection: pre-support evaluationsection: axillary insertion of the impella 5.5 cathetersection: direct aortic insertionsection: use of impella with transcatheter aortic valves¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿section: warnings & cautions: warnings¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿